Event description:
The following was reported to davol. On (B)(6) 2007 - patient was implanted with a bard mesh during a laparoscopic incarcerated ventral hernia repair procedure. On (B)(6) 2009 - patient underwent undefined surgery due to colon cancer. On (B)(6) 2013 - patient began experiencing abdominal discomfort and noticed a rash, visited the emergency department and was admitted for emergency surgery. The bard mesh was explanted. The surgeon reportedly indicated that the mesh had "deteriorated and dissolved" over time. The surgeon repaired a perforation of the intestine, and a portion of the intestines had to be removed. The patient also had an infection, cause from the intestine, which was maintained for several days.

Manufacturer narrative:
No conclusion can be made. No medical records have been provided. It is possible that the mesh implant was disrupted during the 2009 procedure. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.